Manufacturer narrative:
Zimmer biomet complaint number (B)(4). PMA (510k) #: k011028, k013227. Device manufacturer date unknown / not provided.

Event description:
It was reported that the patient had 12 year old zimmer implant tsvb10 that was placed in the area of # 20. It had a screw retained implant level crown which had loosened. Upon removal of the abutment, it was noted that one of the walls of the internal hex into which the abutment is screwed had fractured (at the mesiolingual angle of the implant). Evaluation of the implant by an oral surgeon showed that it is stable, asymptomatic, and remains well integrated.

Manufacturer narrative:
The impl tapered scr-v sbm 3.7mm 3.5mm 10mm (tsvb10) was not returned. Since product has not been returned, visual/functional evaluation could not be performed. The investigation has been performed based on the available information. No pre-existing conditions were noted on the per. The reported product was located on tooth # 20 (universal) and used for approximately 12 years. The reported event could not be recreated due to the nature of the dental device and event (fracture). The customer has not provided additional pictures or x-ray images of the product. Appropriate documentation was reviewed. DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the tsvb10 dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product. Based on the available information, device malfunction could not be verified and the reported event was non-verifiable. The following sections have been updated:

Event description:
No further event information available at the time of this report.